Event description:
New information indicated that post-paced t-wave oversensing was observed in a later follow up. The patient did not receive therapy during oversensing. The device was reprogrammed and the oversensing issue was resolved.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for non-sustained lead noise. No noise or oversensing were observed. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.